Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system sample was identified as enterococcus faecium, when confirmed with crystal, it is identified as enterococcus faecalis. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: when the 86 panel is applied, the name of the bacterium is reversed by the judgment. Applying a crystal will fix it.

Manufacturer narrative:
H6: investigation summary : a failure for incorrectly identified results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that the m50 instrument provided a result of enterococcus faecium. When the customer performed confirmation testing, they received an identification of enterococcus faecalis. The opposite result was also observed, with the m50 identifying enterococcus faecalis and the confirmatory testing identifying enterococcus faecium. The confirmatory results were trusted by the customer, due to the properties of the colony and the drug sensitivity results. A bd field service engineer (fse) was dispatched to the customer location to investigate. The fse conducted an optical adjustment on the instrument, after which the instrument passed optical testing and was released back to the customer for normal use. The root cause of the failure mode is unknown. This is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for pf1816 was reviewed and one previous complaint related to optical issues was identified. Under case (B)(4), the light source distribution board of tier a was replaced. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k020321 and k040099. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system sample was identified as enterococcus faecium, when confirmed with crystal, it is identified as enterococcus faecalis. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: when the 86 panel is applied, the name of the bacterium is reversed by the judgment. Applying a crystal will fix it.